Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -5.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was exchange with a same length/model lens but different power and the problem was resolved. The cause of the event was reported as user error and it was noted the device did not fail to perform as intended.